Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint, however, the reported complaint could not be reproduced during evaluation. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board required replacement to address the reported complaint. The device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.